Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed and there was no physical damage noted to the pump. A review of the event history log was not applicable for this investigation. Functional testing included the cloning process. The reported issue was duplicated due to the use of an old cloning block. The root cause was related to the customer did not have the new design cloning block needed to clone the new revision interconnect board. (UDI) was unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump did not execute learn on learn mode. No patient injury was reported.